Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The system was successfully explanted. A transvenous implantable cardioverter defibrillator (ICD) system was later implanted. There were no additional adverse effects reported.